Event description:
It was reported that the patient experienced fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, balloon was explanted and a new 4.0 cm aus cuff, pump, and balloon was implanted. Should additional relevant details become available, a supplemental report will be submitted.